Manufacturer narrative:
Additional information was added to d4, g1, d10, h3, h4 and h6. H4: device manufactured between july 23, 2019 to july 24, 2019. H10: three (3) devices with lot # lot # 60197973 were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No foreign material could be observed inside the bags of any of the samples. Removed the cap from the fill port connectors of all samples. No foreign material could be observed in the fill port connector and cap thread areas. Additionally, the reported issue of white foreign material could not be confirmed upon magnification of all three (3) samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white foreign material found in 3 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The event occurred during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.